Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the subject device was not returned, therefore, the cause of the reported phenomenon, ¿main lamp does not light up, but the spare lamp works¿, was not identified. However, a response was received from the initial reporter noting that the facility's olympus area representative came on site and looked over the loaner device with the nursing staff. Reportedly, the failure mode was not reproduced. According to the initial reporter, there were no issues and the procedures from that day went on without any incidents. According to the report written in the event result of evaluation, the operating hours of the lamp was 100 hours. No further information was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported that his olympus evis exera iii xenon light source loaner device was experiencing a lamp lighting issue during preparation, causing the spare lamp to power on. However, the reporter went on to state that an olympus area representative came on site to look over the loaner unit and could not replicate the reported failure. The initial reporter went on to confirmed that there were now no issues, and the intended procedures for that day went on without any incidents. No further information is available concerning this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.